Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a battery monitoring voltage (mv) of 2.58 v after 29 months of implant. Mv was 2.9 v after 21 months of implant. The representative was unsure of the exact mv after 27 months of implant. This device is part of the shortened replacement window advisory. This advisory was originally communicated april 5, 2007.

Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. It was later reported that the device was explanted for normal battery depletion and another boston scientific crt-d was successfully implanted. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that the device did meet expected longevity predictions as described in labeling and operated within specification.

Event description:
--